Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Oversensing was noted on real-time electrocardiogram. The device was post paced t wave oversensing on the ventricular channel. The patient did not receive therapy during oversensing. Programming changes were made during the device check. Patient was stable.